Manufacturer narrative:
H.6. Investigation: three photos were received and evaluated. The photos depicted 10ml, 20ml, 30ml and 60ml packages viewed from the side of top web. The 10ml package was confirmed to be from batch #9150509 (p/n302995) cavity 16. The edge of the 10ml package had small visible perforation marks where it was separated from another package and clean-cut edge in between. No defects were observed in the observed image of the 10ml package. The 10ml product has paper top web per product specification. No defects were observed in the photo samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the packaging is torn thus sterility is affected with a bd syringe luer-lok¿ tip. The following information was provided by the initial reporter: the 10ml and the20ml have a paper back and are ripping before ep lab opens them, causing them to no longer be sterile during their sterile cases.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the packaging is torn thus sterility is affected with a bd syringe luer-lok¿ tip. The following information was provided by the initial reporter: the 10ml and the 20ml have a paper back and are ripping before ep lab opens them, causing them to no longer be sterile during their sterile cases.